Event description:
It was reported that during a ptca of a moderately calcified left anterior descending artery the balloon marker separated from the catheter. The marker was removed with another balloon catheter. No pt injury was reportedly associated with this incident.

Manufacturer narrative:
The results of co's analysis revealed that distal perfusion tubing was flattened. However, the tubing is intact and was not separated from the shfat. The distal marker was not present on the catheter. Quality engineering could not determine the exact cause of the tubings' appearance. It is suspected that the damage occurred during the procedure, either by crossing a tight calcified lesion or by being passed through a hemostasis valve which was too tight. Engineering has concluded that no corrective action is warranted at this time. Quality assurance will monitor the device for this type of complaint. This MDR is considered closed by the quality assurance department.